Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a sensor anomaly. Customer's blood glucose level was unknown. The caller stated that after removing the sensor from their body, the sensor electrode was missing. The sensor will not be returned for analysis.